Event description:
It was reported that tip fracture occurred. The target lesion was located in the vessel in the liver. A 135/10 kit renegade hi flo was selected for use. During preparation, it was noted that the tip of the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
H6: evaluation conclusion codes: updated. E1: initial reporter phone: (B)(6).

Event description:
It was reported that tip fracture occurred. The target lesion was located in the vessel in the liver. A 135/10 kit renegade hi flo was selected for use. During preparation, it was noted that the tip of the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).